Event description:
It was reported that the atrial leadless pacemaker (alp) was undersensing with no capture. A chest x-ray was performed, and it was discovered that the (alp) was still in the right atrial near superior vena cava. The alp was successfully retrieved, and a new device was implanted.